Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The service engineer (se) inspected the device and found no issues with the blower. The fse performed testing, all test passed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator blower was overheating. No patient harm reported. The event date was not specified; estimate used.